Event description:
A report was received that the patient's system was explanted due to the patient being allergic to the titanium component of the ipg. The physician prescribed the patient antibiotics following the explant. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical devices involved: model: sc-2352-50 serial: (B)(4), description: linear 3-4 lead, 50cm model: sc-3354-25, serial: (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that the patient's system was explanted due to the patient being allergic to the titanium component of the ipg. The physician prescribed the patient antibiotics following the explant. The patient is doing well following the explant procedure.

Manufacturer narrative:
Update to initial MDR for additional suspect medical devices involved: model: sc-2352-50, serial: (B)(4); linear 3-4 lead 50cm, model sc-3354-25, serial #(B)(4) and #(B)(4); w4 splitter 2x4-25 cm, model sc-3354-25, serial #(B)(4); w4 splitter 2x4-25 cm, model sc-3138-55, serial #(B)(4) and #(B)(4); scs phiii extension 55cm. The ipg passed the visual inspection and performance test done. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Visual inspection of the leads and splitters reviewed no anomalies or deviations that could have led to the event occurred.